Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd cathena¿ 20gx1.00in straight bc had a needle break. The following was reported, "material no: 386803 batch no: 8086304. It was reported that hub and needle separated from the catheter staying in the patient. Per incident report: patient was early 50s, former IV drug user, had good vein in right ac, put tourniquet on, successful access, advanced the catheter, when pulled back, pink hub came back with the needle resulting in catheter separating from the hub and staying in the patient. Xxxxxx then pinched end of catheter that was sticking out of patient's arm to remove it. Then applied pressure and gauze, alcohol swab and cleaned work area due to blood exposure."

Manufacturer narrative:
Investigation: a review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non ¿ conformance. No abnormality was observed during the production of the reported batch. 1 photo and 1 representative samples was returned for evaluation. The investigation was not able to confirm the what customer had experienced as the sample pass both visual inspection and cathena ¿ separate force. Hence, root cause is unable to be determined.

Event description:
It was reported that a bd cathena¿ 20gx1.00in straight bc had a needle break. The following was reported, "material no: 386803 batch no: 8086304 it was reported that hub and needle separated from the catheter staying in the patient. Per incident report: patient was early 50s, former IV drug user, had good vein in right ac, put tourniquet on, successful access, advanced the catheter, when pulled back, pink hub came back with the needle resulting in catheter separating from the hub and staying in the patient. Xxxxxx then pinched end of catheter that was sticking out of patient's arm to remove it. Then applied pressure and gauze, alcohol swab and cleaned work area due to blood exposure."